Event description:
It was reported that the tpn filter on the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked during the infusion. The following information was provided by the initial reporter: "nurse noticed during bath a build-up of a sticky substance on the back of the tpn filter. Wiped with alcohol to further assess. Upon wiping off the sticky substance, noticed small beading of new fluids coming from filter. It was coming from the back of the tpn filter, the part that has the 2 circles on the flat side. It was coming from the circle closest to the end of the line and from the center. Last line change was pm shift, then line clotted off the next day and had to receive tpa, after this discovery, complete line and cap changed again."

Manufacturer narrative:
H6: investigation summary one photo as sample was received and analyzed by our quality team. The photo has evidence of leak and the complaint has been verified. Without further evidence like a physical sample for investigation, the root cause cannot be determined. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tpn filter on the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked during the infusion. The following information was provided by the initial reporter: "nurse noticed during bath a build-up of a sticky substance on the back of the tpn filter. Wiped with alcohol to further assess. Upon wiping off the sticky substance, noticed small beading of new fluids coming from filter. It was coming from the back of the tpn filter, the part that has the 2 circles on the flat side. It was coming from the circle closest to the end of the line and from the center. Last line change was pm shift, then line clotted off the next day and had to receive tpa, after this discovery, complete line and cap changed again."